Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Analysis determined the helix was distorted/bent and proximal conductor was distorted, blood was observed in the helix mechanism, and apparent explant damage was noted; the analyst noted that the helix was most likely damaged during the implant attempt and would not be the cause for the reported high impedances.

Event description:
It was reported that during implant attempt, the helix appeared bent on fluoroscopy, and impedance was high and very unstable. The lead was not used. No patient complications have been reported as a result of this event.